Manufacturer narrative:
B3-date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. (Patient weight is unknown) the allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000139497. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number 3006705815-2023-06288. It was reported that patient had a seizure a couple days ago and fell. Since then, they have been experiencing severe spasms on the left side of their back and cramping and spasms down their left leg. Patients ipg is also sticking out and uncomfortable. As a result, surgical intervention was undertaken wherein the entire system was explanted.